Event description:
Technician alleged the electrical ground reading was high.

Manufacturer narrative:
Tech tightened connector inside plug still read high. No exposed wiring or potential hazard. Tech replaced ac plug to resolve the issue.